Manufacturer narrative:
No part returned for investigation. The complaint will be reopened if part is received and investigation will be performed.

Manufacturer narrative:
Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen was not working. There was no patient involvement.